Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and no functional testing could be done. All wires are broken in the paddle. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form on opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of an ipg, paddle lead, and lead extension on (B)(6) 2007. It was reported that during a programming session only 6 of the 8 lead contacts were measured with invalid lead impedances. The remaining 2 contacts were programmed but eventually the patient ceased to receive stimulation. The physician explanted and replaced the lead on (B)(6) 2008. The explanted lead was returned to ans for evaluation. Follow up on the patient found no further issues reported.